Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she went to the hospital for diabetic ketoacidosis and needs assistance programming the insulin pump. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer in setting up the insulin pump. No further information was provided.